Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The blood glucose of the customer was 500 mg/dl at time of incident. The customer was treated with injection and bolus for high blood glucose level. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging insulin pump was under delivering. Customer stated insulin exited at the quick released. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. The customer declined troubleshooting. The insulin pump will not be returned for analysis.